Manufacturer narrative:
N/a.

Event description:
The following has been reported: customer reported: " tubing concern that was recently shared with the peds oncology team. They reported a couple of incidents where nursing staff were sprayed with chemotherapy while disconnecting the syringe from the secondary port on the pumps. In these situations, they needed to remove air from the line, but because of the medication, they removed the syringe from the secondary port to reinfuse the chemo back into the bag. Unfortunately, this has led to two nurses needing to have their eyes assessed and flushed out after being splashed with chemotherapy. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." The complaint description was assessed and identified the following issue: unintended infusate release (admin set connection). Although no adverse effects were reported, fresenius kabi is reporting as an adverse event as a conservative measure due to the ocular exposure to cytotoxic material. Additional information is needed to complete the investigation.